Event description:
Customer contacted due to having elevated blood glucose levels that ranged between 144-404 mg/dl. She also had elevated ketones and needed to be admitted to the hospital for 4 days. No further information is available.

Manufacturer narrative:
The device involved has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.